Event description:
Per the clinic, the patient developed an infection at the post-auricular site and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve resulting the decision to explant the device. The device was explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.